Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the set up inspection, the screw on outside of support does no stay tightened so the support just falls all the time. It is unknown if a backup device was available. However, no delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: case (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The nylon bushing of the hinge assembly is worn. The plastic spacer of the hinge assembly is slightly misshaped. A functional evaluation was performed. The adjustment screw of the hinge assembly does not maintain consistent friction when tightened. The reported failure was confirmed and the root cause has been associated with a component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a wearing down of the bushing material over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.